Event description:
A pt was suspected to have inhaled a bottled of cavilon no sting barrier film. The pt is alleged to be a known drug addict and was found in respiratory arrest with an empty bottle of no sting barreir film next to pt's hospital bed. No one witnessed pt inhaling the product and the pt denies doing so. The pt was rushed to the ICU and placed on a respirator. It is reported that pt is now off the respirator and has no permanent damage as a result of this incident.